Event description:
An amo sales representative was notified by an optometrist's office that a male experienced keratitis while using complete multipurpose easy rub formula. Follow up information was received from the attending optometrist: patient presented with pain os. The patient began using the product two weeks prior to the office visit. The exam revealed several infiltrates inferior os cornea. Treated with tobradex qid, patient returned in three days, event had resolved. Patient recovered without sequelae. Mother and son were using the same solution. Related MDR submitted as 2020664-2008-00043.

Manufacturer narrative:
Retain evaluation: physico-chemical and microbiology analysis results are correct and all parameters are within established acceptance criteria. A review of the records for this batch of product has not revealed any anomaly during the manufacturing processes. Testing on the complaint unit was performed, physico-chemical and microbiology analysis results are correct and all parameters are within established acceptance criteria. Root cause has not been established.